Event description:
On (B)(6) 2012, a spontaneous report was received regarding a (B)(6) female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included previous injection of restylane (cross-linked hyaluronic acid dermal filler) with no problems, no other medical problems, and no aesthetic procedures. The pt's skin type was reported as "fair." The pt was not taking any concomitant medications. The pt received an injection of restylane-l (volume injected and syringe size were reported as "unk") on (B)(6) 2011 to the cheek area, under both eyes, and a little around the mouth. No pre-procedure medications were used and no additional procedures were performed at the time of implantation. On (B)(6) 2011, while the right side of the pt's cheek was being injected (also reported as "the right side of her cheek was injected many times by the injector"), the area immediately started to bruise like she had a "traveling port wine stain" on the right side of her face. The "stain" covered the pt's entire nose and went to her lip area. The pt's skin initially turned white under her right eye. The injecting physician had the pt put ice to the right side of her cheek. When the pt left the injecting physician's office the injection site was bleeding profusely. Soon thereafter, the pt noticed that her face was blotchy with travelling bruises and blood was oozing from the injection site under her right eye. The pt returned to the injecting physician's office and he again recommended that she place an ice pack on the area. On (B)(6) 2011 (reported as "over the next day"), the pt's face was hurting, there was swelling on her face, and the bruising under the right eye was spreading. On (B)(6) 2011 (reported as "the next day" and "two days following the injection"), the pt went back to the injecting physician and he again recommended ice packing the area. On unspecified dates in (B)(6) 2011 (reported as "three times" and "several times"), the pt returned to the injecting physician's office for treatment and was told that she would be fine and that it would heal. On an unspecified date in (B)(6) 2011 (reported as "five days after the injection" and "later that week"), the skin on the right side of the pt's face was peeling, there were gaping holes on the right side of her face, and there were sores on the inside of her mouth on the right side. The injection site subsequently turned black and the pt noticed black coloring inside her mouth. On an unspecified date in (B)(6) 2011, the pt was evaluated by a dermatologist/plastic surgeon. At that time, the pt reported that she had necrosis located on the right side of her nose which extended past her eye. The pt also had bruising that extended from her right eye to the lips and extended past the right side of her right cheek. The dermatologist/plastic surgeon diagnosed the pt with skin necrosis on the face and a severed artery. The dermatologist/plastic surgeon recommended biafine (wound dressing) cream and to see a plastic surgeon, and potentially a laser specialist once the area had "filled in." The pt reported that she did not leave her house until an unspecified date at the end of (B)(6) 2011. As of (B)(6) 2012, the pt reported that she will have a permanent scar and f/u with a plastic surgeon specializing in scars was anticipated. The lot number and exp date for restylane-l were unk.

Manufacturer narrative:
Company comment: '"hole in her face"; gaping holes on the right side of her face is assessed as customer dissatisfaction, which is not an adverse event. On (B)(4) 2012, additional info was received from a dermatologist. The events of implant site haematoma, injection site haemorrhage, and implant site swelling were subsumed under purpura; the events of implant site discoloration, implant site ischaemia, implant site pain, stomatitis, medical device implantation, skin exfoliation, and capillary disorder were subsumed under implant site necrosis; and the event of implant site erythema was subsumed under implant site scar. The pt was last seen by the dermatologist on (B)(6)2011. In addition to being treated with ice and biafine (wound dressing) cream, the pt was also treated with silicone sheets. The dermatologist reported that all events except the permanent scar and right cheek erythema had resolved as of (B)(6) 2011. The dermatologist's initial diagnosed was purpura and necrosis and the final diagnosis was a scar. As of (B)(6) 2012, no further f/u with the pt was planned. The dermatologist's opinion of causality was that the events were related to the treatment. The dermatologist assessed the severity of the events as severe.